Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold. Additional information indicates that the cause was unknown. Possibly due to the patient's condition. The lead was surgically abandoned. No additional adverse patient effects were reported.